Event description:
This lv lead was implanted on (B)(6) 2013 and is still in active implant. A call to technical services was made on 7/8/2014 stating that this lv lead was having an out-of-range lv impedance > 2000 ohms. The physician was dr. (B)(6) at (B)(6) in (B)(6), ia. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).